Event description:
Customer reported a physicist's discrepancy with mag 1 mode. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment and collimator calibration. System operates as intended. This MDR is related to ge healthcare complaint number.